Event description:
A report was received from the doctor in 2002 that the pt had implanted a left eye memorylens in a pt in 1999 that now was opacified. The diagnosis was made 11 weeks later, and the pt's visual acuity at that exam was 20/40. The doctor noted diffuse clouding of the miol and was planning to explant and replace the lens.